Event description:
On (B) (6) 2004, pt was implanted with a gore-tex vascular graft in a left axillo-femoral artery bypass. An angiogram revealed stenosis percentage of 90% in left iliac artery. On (B) (6) 2004, the graft was removed due to infection. A left leg above-knee amputation was done on unk date.

Manufacturer narrative:
The investigation is currently in progress.